Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. The sn of the explanted valve is either sn (B)(4) or (B)(4) but could not be confirmed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this bioprosthetic aortic valve, and after coming off of cardiopulmonary bypass (cpb), bleeding was noted at the base of the aortic root, near the right ventricular outflow tract (rvot). The patient was placed back on cpb, and multiple sutures were placed in attempt to repair the area of bleeding. Cpb was discontinued, but there continued to be bleeding at the same site. The patient was placed back on cpb, the bioprosthetic valve was explanted, and a valve of the same size and model was implanted. The surgeon stated that there was no issue with the initial bioprosthetic valve, rather it was a bleeding complication associated with the procedure. Due to the multiple cpb runs and replacing the valve twice, the patient was placed on extracorporeal membrane oxygenation (ECMO). An unknown duration of time later, the patient was successfully weaned off of ECMO and has since been discharged from the hospital. No additional adverse patient effects were reported.